Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: there was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. During evaluation, the device was found to have a short in the cable. The cable was found to be defective. The repair was declined and hence the device was not restored to the specifications. It is being placed into long term hold. The defective cable is identified as the root cause of the identified issue of the short in the cable. With the available information, we cannot determine how the cable became defective. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/07/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/07/2018 and passed all functional testing before being returned to the customer.

Event description:
It was reported that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplementall medwatch will be submitted accordingly.